Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during drain 2 of 3. The hp was connected at the time of the alarm. The hp had disconnected earlier and then re-connected back to the hc when they got the alarm and called for assistance. The technical service representative (tsr) explained the alarm and instructed the hp to cycle the power on the hc to clear the alarm, and the message ¿press-go to start¿ appeared on the display. The hp was to finish therapy with a manual bag. There was no patient injury or adverse event associated with this report. No additional information is available.